Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Caller reported that the insulin pump bolus button does not work, scratches on the screen, had a failed battery test and no delivery alarms. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, primetest, excessive no delivery test and occlusion test. No error alarm during testing noted. Insulin pump passed unexpected restart error test and all operating currents tested within the spec range. Minor scratches on display window noted. Insulin pump received with intermittent button response due to connector unlocked on lcd board.